Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and three limb extensions on (B)(6) 2016. During initial implant of the bifurcated device the physician identified a type 3b endoleak of the main body. The physician implanted a second bifurcated stent to seal the leak. The patient is in stable condition.